Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump possible over delivery anomaly. The customer reported blood glucose value of 54 mg/dl. The customer reported hypoglycemia treated with supplement(exact details unknown). The event involved product(s) mmt-1886. Troubleshooting could not be performed. Customer had question or concern of suspend on low/suspend before low feature. Customer wanted to know why alarm was not triggered when blood glucose was below suspend setting. Explained suspend event is triggered by the sensor glucose being below the preset amount. Limit was set to 60 and customer's sensor glucose value was 67, when the blood glucose was 54, was the reason why there was no suspension. No further patient complications were reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device will be returned.